Event description:
The patient experienced withdrawal: increased spasms, agitation, and sweating were reported. The patient was admitted to the hospital. The drug in the pump was lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model #8709sc lot# n236687011 implanted: (B)(6) 2010 explanted: unknown.